Event description:
It was reproted that after pressing the reverse button on an aseptico endo itr monitor, the motor jerked, causing a file to separate in the canal. The pt is scheduled for follow-up treatment, though outcome of the event is not known as of this report.

Manufacturer narrative:
In this incident there was no report of injury to the patient. However, as a result of this malfunction, the potential for surgical intervention exists. To preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files.